Event description:
The device was explanted in 2007 due to chronic ear infection, and the implant extruding. The pt will not be reimplanted due to the chronic infections.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.